Event description:
The user received questionable low result for calcium on the (p3) module of the additional p module (pe) analyzer for one patient sample. The original calcium result run from an aliquot of the primary sample tube prepared by the modular pre-analytics system gave 1.61 mmol/l. The primary sample tube was repeated three times run on 2 different modules (p1 & p2) on this p (pe) analyzer and another p (pee) analyzer. The first repeat run on the (p1) module of the ppe analyzer gave 2.18 mmol/l. The second repeat run on the (p2) module of the ppe analyzer gave 2.16 mmol/l. The third repeat run on the (p1) module of this pe analyzer gave 2.22 mmol/l. There were no calcium results reported outside the laboratory for this patient sample. The patient was not affected. The calcium reagent lot number was 62742401. The field service found a small hole in the reaction cell wash unit tubing and it was replaced. The user reports no further issues since (B)(6) 2010.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. As this was a single event at the customer site, a possible reason for the low calcium result may be due to pre- analytical handling and conditions by the customer.